Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly. Once the device was opened, corrosion was found on the bottom battery, ratchet gear, tube nut, and clutch spring. All three batteries were measured to be depleted and an external power supply was used to attempt to download data from the device. All attempts to retrieve data from the device were unsuccessful. Without the data, it could not be determined if a hazard alarm occurred during operation. Due to the observed corrosion, a leak test was performed. No leaks or damages were observed to the cannula sub-assembly. During the leak test, fluid was observed leaking from the o-ring seal in the reservoir. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the device.

Event description:
It was reported the patients blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod had an alarm.